Manufacturer narrative:
Follow-up #1: date of submission 11/02/2016 device evaluation: the device has been returned and evaluated by product analysis on 10/12/2016 with the following findings: the last bolus delivery was a 3.00u bolus on (B)(6) 2016 at 19:54. The last basal delivery was on (B)(6) 2016. The total daily doses added up correctly and reflected the user's programmed basal rates. No delivery defects were found during the delivery accuracy test. The pump was found to be delivering within the required range. No delivery interruptions or alarms occurred during testing.

Manufacturer narrative:
The pump has been returned to animas but not yet evaluated. When the evaluation is complete, a supplemental report will be filed. No conclusions can be made at this time. (B)(4).

Event description:
On (B)(6) 2016, a reporter contacted animas alleging that a patient experienced a hyperglycemic event while on the pump. The reporter stated that the patient had a blood glucose of 595 mg/dl with symptoms of abdominal pain, extreme thirst, excess urination, and confusion. The patient had remained on the pump at the time of the call. The patient did not receive any treatment above and beyond the normal course of diabetes management. The reporter reviewed the pump's history and settings with a customer technical support representative and found that all of the basal and bolus histories matched the expected delivery values. The pump was being returned to animas based on insistence by the patient's healthcare provider. This complaint is being reported based on the allegation that the patient experienced a hyperglycemic event while on the pump and the patient's healthcare provider believed the pump to be at fault.